Manufacturer narrative:
Two opened probes were received with tip protectors, in a tray with other items, for the report. Radio frequency identification (rfid) tag identification indicated that sample #1 was unrelated to this complaint. Therefore, only sample #2 will be evaluated for this record. The sample was visually inspected and found to be non-conforming with clear foreign material covering most of the needle and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for actuation and non-conforming for aspiration. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at one location along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire entered the aspiration path but did not go through. The sample was retested with a syringe and resistance was still felt. Solid material is blocking the aspiration path and cannot be removed for further evaluation. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe sample had an aspiration issue. The exact cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause of the foreign material in the aspiration path cannot be determined from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A physician reported that the cutter could not aspirate during vitrectomy surgery, condition of actuation and cutting was unknown. The surgery was completed after replacing the product with another one. There was no harm to patient.